Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient fell and landed on their back. The patient noted that they did not feel like their ins was affected from the fall. The patient stated that the stimulation coverage had not changed. The rep stated that an impedance check showed contacts 13/15 to be out of normal limits. The rep stated that no actions were performed as the patient did not report any change in coverage. No symptoms were reported. The rep stated that the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.